Event description:
Philips received information from the customer reporting while performing a patient procedure and utilizing the multifunction foot switch to move the patient into the gantry, the patient support motion did not stop when the pedal was released. The customer stepped on and off of the pedal again and the motion stopped. There was no report of operator or patient harm.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).